Manufacturer narrative:
As reported, the patient was implanted with the trapease inferior vena cava (ivc) filter. After implantation, the patient was diagnosed with recurring deep vein thrombosis (dvt), chronic ilio-caval femoral-popliteal bilateral venous thrombosis, caval stenosis, deep venous insufficiency, bilateral lower extremity swelling, and pain. The thrombus was unresponsive to ultrasound thrombolysis and angioplasty resulting in a significant retardation of venous flow with the creation of large collateral veins. The patient¿s doctors attempted to remove the filter, but ultimately were unable to remove the filter, noting that the trapease filter is embedded in the wall of the vein and cannot be removed with conventional techniques, and that there is high-grade stenosis associated with the inferior cone of this filter. The patient was then prescribed xarelto. The patient ultimately passed away. The patient¿s death certificate listed sepsis and a gastrointestinal bleed among the several causes of his death, and further listed dvt among the ¿other significant conditions¿ that contributed to his death. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. The legal brief noted that the filter was embedded in the wall of the ivc. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. The brief reported death: however, a clinical conclusion relating to the function of the ivc filter could not be determined as to the cause of the event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. (B)(4).

Event description:
As reported by the legal brief, the patient was implanted with the trapease inferior vena cava (ivc) filter on or about (B)(6) 2009. After implantation, the patient was diagnosed with new deep vein thrombosis (dvts), "chronic ilio-caval femoral-popliteal bilateral venous thrombosis, caval stenosis, deep venous insufficiency, bilateral lower extremity swelling, and pain." The "thrombus (was) unresponsive to ultrasound mediated tpa thrombolysis or angioplasty . . . (T)his result(ed) in a significant retardation of venous flow with the creation of a (sic) large collateral veins." The patient's doctors attempted to remove the filter, but ultimately were unable to remove the filter, noting that "(t)he cordis trapease filter is embedded in the wall of the vein and cannot be removed with conventional techniques," and that '(t)here is high-grade stenosis associated with the inferior cone of this filter." The patient was then prescribed xarelto. The patient ultimately passed away on (B)(6) 2015. The patient's death certificate listed sepsis and a gastrointestinal bleed among the several causes of his death, and further listed dvt among the "other significant conditions" that contributed to his death.

Manufacturer narrative:
The following additional information received per the patient profile from (ppf) indicates that the patient underwent the removal procedure five years and ten months post implantation. According to the medical records, the patient had a complicated history of colectomy leading to recurrent diarrhea, colitis, cognitive delay since birth, chronic tachycardia, neurogenic bladder, deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient has extensive dvt documented in the right lower extremity dvt despite adequate anticoagulation with chronic coumadin, hyponatremia, chest pain, shortness of breath, skin breakdown of the right leg and swelling of the right leg. The patient also had a marked pe and had the respiratory system compromised. During the implantation procedure, the filter was deployed within the infrarenal segment of the ivc without any reported complications. (B)(4). As reported, the patient was implanted with a trapease inferior vena cava (ivc) filter. Per the medical records, the patient had a complicated history of colectomy leading to recurrent diarrhea, colitis, cognitive delay since birth, chronic tachycardia, neurogenic bladder, deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient has extensive dvt documented in the right lower extremity dvt despite adequate anticoagulation with chronic coumadin, hyponatremia, chest pain, shortness of breath, skin breakdown of the right leg and swelling of the right leg. The patient also had a marked pe and had the respiratory system compromised. During the implantation procedure, the filter was deployed within the infrarenal segment of the ivc without any reported complications. After implantation, the patient was diagnosed with new deep vein thrombosis (dvts), "chronic ilio-cavalfemoral-popiteal bilateral venous thrombosis, caval stenosis, deep venous insufficiency, bilateral lower extremity swelling, and pain." The "thrombus (was) unresponsive to ultrasound mediated tpa thrombolysis or angioplasty . . . (T)his result(ed) in a significant retardation of venous flow with the creation of a (sic) large collateral veins." The patient¿s doctors attempted to remove the filter, but ultimately were unable to remove the filter, noting that "(t)he cordis trapease filter is embedded in the wall of the vein and cannot be removed with conventional techniques," and that '(t)here is high-grade stenosis associated with the inferior cone of this filter." The patient was then prescribed xarelto. The patient ultimately passed away five years and eleven months post implantation. The patient¿s death certificate listed sepsis and a gastrointestinal bleed among the several causes of his death, and further listed dvt among the ¿other significant conditions¿ that contributed to his death. Per the patient profile from (ppf), the patient underwent the removal procedure five years and ten months post implantation. The product was not returned for analysis as it remains implanted. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. The trapease is not indicated to retrieval. Blood clots and dvt do not represent a device malfunction and are related to the underlying coagulopathy issues. Ivc stenosis is a known potential adverse event associated with the use of ivc filter devices and is listed in the IFU as such. Venous insufficiency, swelling and development of collateral circulation do not represent ivc filter malfunctions and may be related to underlying patient specific issues. Death is a known potential adverse event associated with use of the trapease device and is listed in the IFU. Clinical factors that may have influenced the event include patient comorbidities, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.